Event description:
On (B)(6) 2019: follow up information was submitted because result of complaint investigation of reference samples showed that all the results were within specification. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in united states. On the day of this report (B)(6) 2018, as the patient woke up in the morning, she noticed that the infusion set's tubing had detached from the site (near the skin), while sleeping. The site location was her arm and the pump was located on her bra strap. The infusion set was being used for 1 day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported, the infusion set got detached from the site when the patient woke up this morning and location of detachment was near the skin. She was wearing pump on bra strap. The infusion set tubing came apart when the she was sleeping. The infusion set was being used for 1 day before this complaint. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to their body. No further information available.